Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt attended the clinic for the first time after three years as she had noticed that her intelligibility had decreased. During testing, it was seen that only four of the twelve electrodes were functioning due to hi impedances. However, one of the electrodes could not be activated due to poor perception, leaving the pt with only three functional electrodes.